Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. The device cooled appropriately during evaluation. No repairs related to the reported issue were made because the issue was unconfirmed. Event log shows multitude error 80 alarms. Right drain port leaks. Booted up unit and run several times, run unit overnight and cannot duplicate alarm 80. Processor card to be replaced. Replaced processor card with new processor card and new eproms. Replaced right drain valve. The arctic sun stat passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. It was known that the device met specifications and that the device was not influenced by the reported failure. The device was in use on a patient. A reported event is unconfirmed, the DHR review is not required. A reported event is unconfirmed, the labeling/packaging review is not required. Correction: d,h. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had been keeping the patient normothermic for about 8 hours. During that time, water temperature have been at or below 10c. Nurse did not understand how the patient was not getting too cold and was not at the bedside, at nurses station on land line. Mis discusses sources of heat generation and suggested and nurse to consult protocol and physician for orders. Also discussed adding a bair hugger. Mis suggested nurse do diligent skin checks since the patient skin had been exposed to prolonged cold temperatures. Nurse said there was good body surface area coverage with 4 pads. Nurse called back about an hour later and stated that the device stopped and there was an alarm "non-recoverable system error¿. The control processor failed to detect a simulated water temperature fault. Mis walked nurse through turning off, unplugging, waiting 30 secs, plugging in. The device still had alarm 80 (non-recoverable system error). Mis advised to send this unit to biomed. Nurse had access to another device and would switch to it now and call back if any additional questions.

Event description:
It was reported that the arctic sun device had been keeping the patient normothermic for about 8 hours. During that time, water temperature has been at or below 10c. Nurse did not understand how the patient was not getting too cold and was not at the bedside, at nurses¿ station on land line. Mis discusses sources of heat generation and suggested and nurse to consult protocol and physician for orders. Also discussed adding a bair hugger. Mis suggested nurse do diligent skin checks since the patient skin had been exposed to prolonged cold temperatures. Nurse said there was good body surface area coverage with 4 pads. Nurse called back about an hour later and stated that the device stopped and there was an alarm "non-recoverable system error¿. The control processor failed to detect a simulated water temperature fault. Mis walked nurse through turning off, unplugging, waiting 30 secs, plugging in. The device still had alarm 80 (non-recoverable system error). Mis advised to send this unit to biomed. Nurse had access to another device and would switch to it now and call back if any additional questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.